Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm aortic valve implanted for thirteen (13) years, three (3) months, four (4) days, was in the hospital planning to under go valve-in-valve intervention in the aortic position; however, was aborted due to significant paravalvular leak. Records show the patient was brought into the operating room and tee was performed which showed aortic insufficiency, to a very large extent, paravalvular. The valve-in-valve procedure was then aborted. It was learned the patient was initially considered for aortic valve replacement; however, was deemed not to be a candidate due to prior sternotomy, frailty, and open grafts. The 23mm aortic valve showed severe aortic insufficiency and moderate aortic stenosis. Through follow up with the healthcare provider edwards learned the patient is being worked up and evaluated to have plugs implanted instead of valve-in-valve intervention.

Event description:
Additional information received indicates the patient underwent treatment of the paravalvular leak with use of plugs. The device remains implanted. There were no reported complications.